Event description:
Defective three way stopcock w/33" extension "m.l.s" entrains air while running fluid through it. Quality investigation indicates a pin hole in back of stopcock allowing air to be entrained.